Manufacturer narrative:
Additional narrative: this MDR is for patient 1 and is the parent report. Please refer to MDR number 2249852-2025-00043 for patient 2 and 2249852-2025-00044 for patient 3.

Event description:
Complaint submitted through clinical literature search review. Limited information provided and it is unlikely further information surrounding patient status, patient outcome or the event will be provided. This complaint is for duramatrix. No product item number or lot number was specified. Three patients experienced an adverse event of "infection". Patient 1 experienced, adverse event: infection, culture results: aspergillus fumigatus. Location of adverse event was graft site. Surgical/medical intervention was debridement. Reference article: yoo, f., wang, m. B., bergsneider, m., & suh, j. D. (2017). Single layer repair of large anterior skull base defects without vascularized mucosal flap. Journal of neurological surgery part b: skull base, 78(2), 139-144. Https://doi.org/10.1055/s-0036-1593438.